Event description:
N/a

Manufacturer narrative:
Updated fields - b4, e1, e2, e3, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field-h8 it was reported that during routine inspection the cardiosave intra aortic balloon pump (iabp) shows a black screen and quickly emits a continuous beep after being powered on. There was no patient involved. A getinge field service engineer (fse) evaluated the unit and after replacing the pcba, video generator (0670-00-1182), and automatically updating the software, the device returned to normal operation. All performance tests have passed and the device has been delivered to the user.

Manufacturer narrative:
Due to character limitation e1(event site address): (B)(6). Due to character limitation e1(event site phone number): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine inspection the cardiosave intra-aortic balloon pump (iabp) displayed a black screen and then emitted a long beep after powering on, rendering it unusable. There was no patient involved.